Event description:
It was reported that the patient had an infection at the incision sites. The infection was not device or procedure related and the cause was unknown. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted ipg and leads were discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial:(B)(6). Batch: 7136858 / 7136993.